Manufacturer narrative:
Additional information was received stating that there was no issue with the machine, the event was related to the hospital gas supply, use error. There was not a reportable malfunction. H3 other text : additional information was received stating that there was no issue with the machine, the event was related to the hospital gas supply, use error. There was not a reportable malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that mechanical ventilation is not working intermittently. There was no report of patient involvement.